Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on stored episodes of the right ventricular (rv) lead that were possibly due to lead-to-lead interaction with a capped lead. The rv lead triggered a lead integrity alert (lia) for elevated sensing integrity counter (sic) and left failure predictor episodes. The rv lead coils remain in use, and a new pace/sense lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.